Manufacturer narrative:
The ise system is calibrated every 24 hours and qc is run at that time. There have been no reports of ise calibration failure and qc results have been within the lab's established ranges. The bci engineer advised the customer to use the twice weekly flow cell maintenance procedure. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 134-136 mmol/l were reported out of the lab and questioned by the physician. The specimens were re-tested and higher na results were obtained. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.